Manufacturer narrative:
The device was not returned, an investigation has been completed and the results are as follows: DHR results the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results customer did not return the reported device for investigation to date. However, the non-visual device investigation has been completed. Root cause description based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. The manufacturer internal reference number is: (B)(4). Corrected data in d1 and d4.

Manufacturer narrative:
The complaint device has not been returned for investigation. Should the device be returned, an investigation will be performed and a supplemental report will be submitted. Manufacturer reference: (B)(6).

Event description:
A healthcare professional reported that a silent nite appliance broke. It was reported that the lower right button broke off. No injury was reported.